Event description:
Additional information received reported the implantable neurostimulator (ins) was replaced due to normal battery depletion. The manufacturing reconfigured the setup and the ins worked perfectly.

Event description:
It was reported that during an implantable neurostimulator (ins) replacement surgery, out of range impedances were measured. The patient had two non-rechargeable inss that were being replaced with one rechargeable ins and two pocket adaptors. Out of range impedances on the right side were measured after the new ins and pocket adaptors were connected. The healthcare professional tried using 0-3 for the left and 4-7 for the right, but the impedances remained out of range. The 8-11 and 12-15 was then tried, but that did not work. Therapy impedances were measured to be the same as prior to the replacement surgery so the hcp decided to leave the ins. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 37602, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator. Product ID: 37602, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator. Product ID: 3387-40, lot# j0421701v, implanted: (B)(6) 2004, product type: lead. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 3387-40, lot# j0461568v, implanted: (B)(6) 2005, product type: lead. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. (B)(4).